Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient didn't wish to have a physician reset mode performed in order to have their battery provide stimulation because the ins didn't provide pain relief when it was activated. The patient's system was explanted and the hcp discarded the system. The issue was noted as being resolved. No further complications reported.